Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump and carelink. On the event date of 16-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 25.75 u and dailytotalofbolusinsulindelivered = 24.6 u which is equal to the dailytotalofallinsulindelivered = 50.35 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 16-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. In further review of the formatted history file 1 week prior to the event date of 16-sep-2025, found no no delivery alarm/insulin flow blocked alarm. However, no delivery alarm/insulin flow blocked alarm were found on 08/19/2025 at 21:47:35.000 and 08/21/2025 at 16:03:00.000 during bolus deliveries. No under delivery anomaly anomaly noted. The pump was received without a battery and a battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched keypad overlay, peeling keypad overlay, scratched case, cracked up and down keypad overlay and pillowing keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm and pump under delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported an insulin flow block alarm. The blood glucose value at the time of the event was 500 mg/dl. The customer was treated with manual injection and hospitalized for more than 24 hours. The customer also reported the symptoms of sleepiness, vomiting, feeling unwell, dizziness, and headache. The event involved product(s) mmt-1812. Troubleshooting was performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for an insulin flow block. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1812 was requested, and the customer responded that the device would be returned.